Event description:
On (B) (6) 2009 customer tested two meters - results did not match. Inratio meter 1.2. Inratio meter 1.0. Sample came from single fingerstick.

Manufacturer narrative:
On (B) (6) 2009 discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B) (6) 2009; inratio: 1.2; inratio: 1.0; mean: 1.10; confidence limits: 1.0-1.5. These results are from two different meters. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to be returned. No further investigation will be required. No corrective action required at this time as no product deficiency was established.